Manufacturer narrative:
D9: date returned to mfg 3/21/2024. One device was returned for evaluation. Visual inspection revealed a scratched lcd lens and worn keypad overlay. No evidence was available to review in the event history log. Functional testing was unable to replicate the reported issue. The most probable root cause was determined to be with the customer¿s cassette. Preventive maintenance was performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited an occlusion error load v5 software. The event occurred during testing. There was no related physical damage/abuse, no patient involvement and no patient harm.